Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing separated from the middle y-site (clearlink) of a clearlink non-dehp continu-flo solution set resulting in a leak. This occurred during chemotherapy compounding, when priming with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.